Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overcorrected for the carbohydrates consumed which resulted in low blood glucose (bg) levels ranging from 49-50 (mg/dl). Sugar water and food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.